Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. V pace bi impedance increases from 418 ohms on (B)(6) 2011 to 4047 ohms on (B)(6) 2011 where it remains until the end of the record. High v-sic (short interval count) are observed with 194 counts occurring since (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed between the (B)(6) 2011. (14 episodes nst (non-sustained tachycardia), 1 episode vf) lead integrity alert triggered on (B)(6) 2011 due to the following conditions being met: nst, and sic. The full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the proximal conductor was distorted, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was flexed.

Event description:
It was reported that the patient received a shock and was hearing the audible tones. Interrogation showed the lead to have high impedance, oversensing and short v-v. The patient was escorted to the emergency room. That night the lead was removed and found to be fractured, and there was high threshold. A new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock and was hearing the audible tones. Interrogation showed the lead to have high impedance, oversensing and short v-v. The patient was escorted to the emergency room. That night the lead was removed and found to be fractured. A new lead was implanted. No patient complications have been reported as a result of this event.